Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wrinkling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast reconstruction with two 485cc mentor memoryshape breast implant prostheses and experienced postoperative bilateral cutaneous contour deformity, surgical intervention, and right-sided device extrusion. Due to bilateral wrinkling, the patient underwent a bilateral surgical intervention on (B)(6) 2020. In addition, the patient experienced right-sided device extrusion sometime later. As a result, the patient underwent unilateral removal without replacement for the right side on (B)(6) 2021. The patient¿s date of birth was estimated (B)(6) based on available information. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 13-may-2021, mentor received additional information regarding the event date. The event date is on (B)(6) 2020. The relevant field has been updated. Manufacturer's reference number: (B)(4).